Manufacturer narrative:
After secondary review of the file on (B)(6) 2021, mentor became aware that the replacement device serial number was incorrect. Manufacturer¿s reference number: (B)(4), replacement breast implant serial number: left lot-serial # (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced "unknown information regarding any issue" post prosure. As a result patient replaced the left device with cat#: 3501655, sn#: (B)(4) on (B)(6) 2012. Should additional information become available, this case will be re-assessed and notes will be updated note: this event is a prior event to manufacturer report number:1645337-2021-00791.

Manufacturer narrative:
Mentor received additional event information that the patient had undergone breast augmentation revision in 2012 with the suspect medical device, and had suffered a left-sided chest injury, device migration, and implant deflation postoperatively. The patient's left breast bottomed out and deflated after a mammogram. As a result, the patient underwent unilateral replacement with 350cc mentor smooth round moderate profile saline breast implant, left lot-serial#: (B)(6) on (B)(6) 2012. Manufacturer¿s reference number: (B)(4).